Event description:
A us distributor returned a monitor and reported monitor was receiving check belt messages.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector had a loose guide pin. The root cause for the loose guide pin was excessive force. There was no adverse event that resulted from the damaged monitor.